Event description:
It was suspected that the implantable pulse generator (ipg) was interacting with the deep brain stimulation (dbs) stimulator. The ipg was interrogated and no noise could be reproduced. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 37601 deep brain stimulation implanted: 2011 (B)(6); 64002 neuro adaptor implanted: 2011 (B)(6); 3389-40 deep brain stimulation lead x2 implanted: 2005 (B)(6); 748240 neuro extension x2 implanted: 2005 (B)(6). (B)(4).